Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used during an unspecified endovascular procedure. It was reported that during the index procedure, a balloon rupture was confirmed at the second touch-up dilation following stent graft placement. The balloon was not inflated at the portion engaging the suprarenal stent or flow divider during main body touch-up when the rupture occurred when the rupture occurred. A non-medtronic balloon was used to complete the procedure.  Per the physician, the cause of the rupture could not be determined.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received: it was reported that the reliant balloon was inspected prior to use and no issues were noted. The device was prepared and used in accordance with the IFU, and the physician ballooned with normal pressures within the stent graft. The balloon rupture occurred in the main trunk while it was fully positioned within the graft fabric, and no calcification was present in the area. Additionally, no stent graft movement was observed during balloon inflation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.